Event description:
It was reported that the prograsp forceps instrument was not moving during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was derailed at the distal clevis hub. The grip cable was seated on outermost pulley and the grip close cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were undamaged. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found.